Manufacturer narrative:
The advantage test strips are the suspect device.

Event description:
Reporter stated that pt's blood glucose was measured, using the advantage system, with back-to-back results of 12 mg/dl, 144 mg/dl, and 32 mg/dl. Reporter indicated that, at the time the results were obtained, pt was not exhibiting symptoms of hypoglycemia. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, advantage test strip lot 522748 with expiration date 2/28/07.